Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Patient reported "requested 400 cc's, but was given 650 cc's", "lost half of my nipple, got necrosis and it rotted off", "touched in the middle because they are too big" and "little bit of pain". This record is for the right side. Device was explanted and replaced.